Event description:
Edwards received notification through the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 months. Medical records received indicate the tavr procedure was successful and post-op echo showed there was no valve dysfunction. The reason for the valve explant was not stated and remains unknown at this time.

Manufacturer narrative:
Investigation is ongoing. Device will not be returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. New information is documented at h.6 type of investigation. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. There is no evidence to support a manufacturing/design defect potentially contributed to the complaint. A manufacturing mitigation review was not required. The device history record (DHR) review did not reveal any manufacturing nonconformance that would have contributed to the event. As the event was unable to be confirmed, a lot history review was not required. The instructions for use/training manuals were reviewed for instruction involving the sapien 3 ultra valve. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedure care. The event of the valve explant was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies or deficiencies were identified. Therefore, corrective or preventative action and product risk assessment is not required at this time.